Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead was unable to traverse the superior vena cava (svc) junction, it kept buckling. The physician felt that helix was catching. It took 3-4 turns to retract. The lead got stuck and the sheath had been pulled back out of the body visualizing the distal proximity of the lead. The physician then pulled on the lead and noticed a visible tension. The lead was pulled again and it came out with the helix fully extended. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.